Manufacturer narrative:
(B)(4). Device returned 12/22/2015, investigation pending.

Manufacturer narrative:
(B)(4). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. (B)(4).

Event description:
According to the reporter, during a low anterior resection, the stapler did not cut and the staples got stuck into the rectum. The issue was resolved by resecting and restapling the bowel. There was unanticipated tissue loss. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one premium plus ceea* 31 instrument w/tilt-top* opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A microscope examination of the device displayed nicks on the knife blade. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the pushers advanced. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The file will be closed as a misuse of the product. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut.